Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is full weight bearing on a non-union. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. The risk associated with this type of failure was evaluated during the risk management process and was deemed an acceptable level of risk to the patient. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on (B)(6) 2018 that a sign im nail implanted to repair a fracture was replaced due to a non-union and broken nail. The broken im nail was replaced with a 9mm x 320mm standard nail per the sign technique manual. Surgeon comment: "the initial fracture was comminuted and segmental fracture. Patient missed for follow up for year and missing the well instruction of walking plan. In this fracture one end of segmental fracture was united but another end of segmental was delayed to unite. Without the proper walking instruction patient did full weight bearing before the complete union of segments. This less instructed walking plan leaded to broke the nail. Removal the nail, reinserted larger nail, if needed supplementary plate, will add & ( bone graft )."